Event description:
Petition of damages filed alleges that death resulted from injuries caused by the administration of contaminated heparin products. The petition of damages includes the following allegations: "in 2008, decedent was admitted to hospital, for back surgery, as part of his treatment, decedent was administered heparin manufactured or sold by defendants on several occasions." "Subsequent to the administration of heparin, and as a direct and proximate cause of the administered heparin decedent experienced respiratory distress a rapid decrease in his platelet count and a rapid decrease of his blood pressure." "As a result of heparin's ineffectiveness, contamination, allergic reactions and the increased clotting resulting therefrom, decedent suffered physical damage which ultimately caused his death at about 2 days later."

Manufacturer narrative:
Event is currently under litigation, and no additional information is available.